Manufacturer narrative:
This report is submitted on november 13, 2019.

Event description:
Per the clinic, the patient experienced an infection. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
It was reported that the patient was treated with IV antibiotics prior to explant. This report is submitted 04 december 2019. - attachment: [157896 device analysis report.pdf]